Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m2 segment of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), a penumbra system red 62 reperfusion catheter (red62), and a guidewire. It was noted that the patient''s anatomy was tortuous. During the procedure, while advancing the velocity through the red62, the physician experienced resistance. Therefore, the physician decided to remove the velocity. Upon removal, the physician noticed that the proximal end of the velocity was fractured. The procedure was completed using a new velocity and the same red62. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2024-00214. 1. Section d. Box 4. Unique identifier. Evaluation of the returned velocity confirmed that the device was fractured. If the velocity is advanced against resistance during use, damage such as a kink and subsequent fracture may occur. The reported tortuous patient''s anatomy may have contributed to the resistance during the procedure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.